Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿ mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl and treated with manual injections and current blood glucose level was 250 mg/dl, 202 mg/dl and entered blood glucose level was 259 mg/dl. Customer¿ mother states trouble with machine and it was driving us crazy. Customer¿ mother states they were not able to calibrate the sensor. Customer states the insulin pump was communicating with the transmitter. Customer states the transmitter led blinked on and off when connected to the sensor. Customer received the sensor connected alert. Customer¿ mother decline to troubleshooting for high blood glucose. The customer¿ mother reported customer had some blood at the site. Customer states the site was not actively bleeding. Customer would not like to continue troubleshooting site issue. The devices will not be returned for analysis.